Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: a tissue expander which was torn around the patch.

Event description:
Healthcare professional reported for unknown side "a tissue expander which was torn around the patch". The device has been explanted.

Event description:
Healthcare professional reported for unknown side "a tissue expander which was torn around the patch". The device has been explanted.